Event description:
The patient's lead was revised due to skin erosion. The doctor decided to explant the lead to avoid infection.

Manufacturer narrative:
The product was discarded by the medical center and will not be returned for evaluation. This is the final report.